Manufacturer narrative:
Additional information: device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer and imdrf annex a,b,c,d,g grids, remedial action required, remedial action # omit: a1601 device alarm system (1012), g0301201 bubble sensor, b21 type of investigation not yet determined, c21 - results pending completion of investigation, d16 conclusion not yet available h3 other text : see manufacturer narrative.

Event description:
It was reported that the device had broken/damaged. The rear case by left iui is damaged/warped and the left iui board as well. Pump might have some issue and the pump has randomly turned off on us. There was no patient involvement.

Event description:
It was reported that the device had broken/damaged. The rear case by left iui is damaged/warped and the left iui board as well. Pump might have some issue and the pump has randomly turned off on us. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.